Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 49 mg/dl. The customer had a lot of blood when she inserted the sensor. Customer reported that they received calibration not accepted alarm and change sensor alert. Customer treated her low blood glucose with glucose tablets. Customer would not like to continue troubleshooting. Customer declined to troubleshooting for low blood glucose and blood at site. No further information provided. The insulin pump was not returned for analysis.